Event description:
Endophthalmitis post-cataract extraction [eye infection nos]. Case description: device report: nzme 013/01/he, 2001045489us: a physician reported that a pt of an unspecified age experienced endophthalmitis after a cataract extraction in which healon 5 was administered. Pt was hospitalized. The ophthalmologist does not consider that the event was caused by healon 5. No further info was provided.